Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device issue: stent malposition. Time of device issue: during the procedure. Adverse event: none. It was reported via a trial that during an internal carotid stenting procedure, the operator had difficulty positioning the xact stent to clover the lesion. A second xact stent was implanted to completely cover the lesion. No additional information was provided.